Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable, pump won't run alarm was noted. Subsequently, the velletri cassette no further adverse effects were reported.